Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that there was a leakage noted on the elastomer of the cassette and balanced salt solution was on the floor. There was no patient impact. Additional information and product sample have been requested.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. (B)(4).

Event description:
Additional information was received. The leakage was noticed during calibration. The cassette was replaced and there were no consequences to the patient.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record (DHR) shows the product was released per specifications. The used anterior constellation pack was visually inspected. The pump elastomer was partially lifted at the 6 o'clock position. No abnormality was found on the pinch plate channel and the elastomer. The elastomer was remounted onto the pinch plate and a full internal pressure integrity test was performed to check for leakage within the cassette. No leakage was detected within the cassette. An elastomer integrity air burst test was performed and the sample functioned within specifications. No anomalies were observed. A console representing a current software version was then used to test the sample. The sample could prime and tune with the handpiece successfully. No anomalies were observed during priming. No system message code was generated during testing. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. An elastomer air burst test was performed and the sample functioned within specifications. Upon visual inspection, the returned condition of the sample exhibited a lifted elastomer, however, after both leakage and console laboratory testing, the cassette passed leakage, functional, and performance testing. The customer's event could not be replicated as such, the root cause of the event could not be established. No action will be taken for the lifted elastomer as this issue could not be confirmed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).